Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, reprocessing of the endoscope may have been insufficient. However, a definitive root cause could not be identified. The legal manufacture confirmed reprocessing was not conducted in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Further investigation found that the water filter had not replaced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope was reprocessed on a reprocessor that may have had yellow foreign material floating in the tank. The number of procedures the scope was used in, is unknown. There was no adhesion observed on the scope prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to MFR # # 9610595 - 2024 - 01684.